Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with sensor readings in the mid-400s and considered taking an insulin pen dose; the user was advised about disconnecting the pump if using a pen and chose to monitor for an hour after a recent supply change, with no leaks or moisture observed and no device component implicated due to insufficient information. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.